Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of impactor pad shows signs of repeated use and fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert instrument/ provisional use, care and sterilization states to not subject instruments to high loads and/or impact as breakage can occur. The insert also states if damage or wear is noted that may compromise the function of the instrument. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pad of the femur impactor fractured. Attempts have been made and no further information has been provided.